Event description:
It was reported that during a total knee procedure, the quick release drill fractured. A fractured fragment of a drill pin remains lodged in the quick release drill. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: vanguard shortquick-release drill: catalog#32-486259, lot#zb7318545. G2: foreign: japan. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned drill identified signs of use (scuffs) and confirmed the reported event that a drill pin had broken inside the drill. A piece of the fractured drill pin remained lodged inside the drill, and not all pieces of the fractured pin were returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.